Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) exhibited high defibrillation impedance. No changes or interventions were reported. The patient was in stable condition.